Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 04/05/2016. The fse found a hole in the tubing at shear valve cvl85/126. He replaced the tubing at cvl85/126 which fixed the leak. He also found a retic priming issue. He replaced the pump pm11 which fixed the retic priming issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of 5 ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.